Event description:
It was reported that the patient's clinic wanted to confirm that validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization where the sensor was recalibrated and mean was decreased by 7.3 mmhg. Accurate readings were observed under the manufacturer's patient care network database.